Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user wanted an explantation of the device as she has no hearing sensation as well as pain when sleeping on the implanted side. The pain is present with and without the audio processor, it is unknown when the pain started. No accident or trauma has been reported. The user has been explanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Additionally, the recipient reported pain regardless of the use of the audio processor, for reasons that could not be determined. However, there was no allegation against the device. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Event description:
The user wanted an explantation of the device as she has no hearing sensation, as well as pain when sleeping on the implanted side. The pain is present with and without the audio processor, it is unknown when the pain started. No accident or trauma has been reported. The user has been explanted on (B)(6) 2019. It was stated in the device explantation report that the active electrode lead and the reference electrode were severed during removal surgery. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation.